Event description:
It was reported the that the implantable pulse generator (ipg) was at the end of service. The physician suspects malfunction and will be scheduling a revision procedure.

Manufacturer narrative:
Correction to initial MDR in block b2.

Event description:
It was reported the that the implantable pulse generator (ipg) was at the end of service. The physician suspects malfunction and will be scheduling a revision procedure.